Manufacturer narrative:
Submitted a follow up report to correct section h1 which was originally submitted incorrectly as summary report.

Manufacturer narrative:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected samples from 6 patient with no symptoms of covid-19. All 6 patients had np samples collected and tested on xpert xpress sars-cov-2 that produced results of sars-cov-2 positive (n2 positive, CT >40). All 6 patients had np samples collected from (B)(6) 2020 retested on xpert xpress sars-cov-2 that produced results of sars-cov-2 negative. Results were reported to the physician. The data associated with the 6 initial test results of positive were n2 positives occurring at cts>40. This is indicative of samples with targets at the limit of detection. Review of data provided by the customer showed positive n2 results with a late cts but no evidence of product malfunction as the sample process control amplification and end point fluorescence appeared normal. According to the package insert nasopharyngeal, nasal, and mid-turbinate swab specimens can be stored at room temperature (15-30 °c) for up to 8 hours and refrigerated (2-8 °c) up to seven days, however there was no data as to how the facility stored the samples. Subsequent negative test results with the same samples that produced the 'weak' positive results 3 days prior could be attributed to how the samples were stored. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. The agent detected may not be the definite cause of disease. Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid. Submitted a follow up report to correct section h1 which was originally submitted incorrectly as summary report.

Event description:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected samples from 6 patient with no symptoms of covid-19. All 6 patients had np samples collected and tested on xpert xpress sars-cov-2 that produced results of sars-cov-2 positive (n2 positive, CT >40). All 6 patients had np samples collected from (B)(6) 2020 retested on xpert xpress sars-cov-2 that produced results of sars-cov-2 negative. There was no data on how the facility stored the np samples for those three days. Results were reported to the physician. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Review of data provided by the customer showed positive n2 results with a late cts but no evidence of product malfunction.

Manufacturer narrative:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected samples from 6 patient with no symptoms of covid-19. All 6 patients had np samples collected and tested on xpert xpress sars-cov-2 that produced results of sars-cov-2 positive (n2 positive, CT >40). All 6 patients had np samples collected from (B)(6) 2020 retested on xpert xpress sars-cov-2 that produced results of sars-cov-2 negative. Results were reported to the physician. The data associated with the 6 initial test results of positive were n2 positives occurring at cts>40. This is indicative of samples with targets at the limit of detection. Review of data provided by the customer showed positive n2 results with a late cts but no evidence of product malfunction as the sample process control amplification and end point fluorescence appeared normal. According to the package insert nasopharyngeal, nasal, and mid-turbinate swab specimens can be stored at room temperature (15-30 °c) for up to 8 hours and refrigerated (2-8 °c) up to seven days, however there was no data as to how the facility stored the samples. Subsequent negative test results with the same samples that produced the 'weak' positive results 3 days prior could be attributed to how the samples were stored. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. The agent detected may not be the definite cause of disease. Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected samples from 6 patient with no symptoms of covid-19. All 6 patients had np samples collected and tested on xpert xpress sars-cov-2 that produced results of sars-cov-2 positive (n2 positive, CT >40). All 6 patients had np samples collected from (B)(6) 2020 retested on xpert xpress sars-cov-2 that produced results of sars-cov-2 negative. There was no data on how the facility stored the np samples for those three days. Results were reported to the physician. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Review of data provided by the customer showed positive n2 results with a late cts but no evidence of product malfunction.